Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device did not seem to be working as well as when they first got it, but it was unknown when this started. It was also reported that the patient had three to four utis since (B)(6) 2017; the last one was about 2 weeks ago, around (B)(6) 2017. The patient was also having a problem, and they were not sure if it was related to their device; they were experiencing shooting nerve pains around their right flank and the right side of their belly/abdominal. It was noted that the onset was gradual, but got so bad that it was affecting their ambulation as of (B)(6) 2017. The patient stated that they had the exact same problem on their left side since prior to implant. It was reviewed that the patient could turn down their stimulation to see if that affected the shooting nerve pain, and the patient stated that they could not do it at that time because they had 5 dogs sitting on them. On (B)(6) 2017, the patient also noted ¿numbness when they touch it.¿ it was recommended that they follow up with their healthcare provider about their symptoms. The patient¿s medical history included ms since 2004, longstanding issues with herniated discs, disc problems, and scoliosis; longstanding back issues. They stated that they are at the point where they just want to take the device out, because their symptoms get ignored and blamed on their ms. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.